Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two (2) drivers were returned for evaluation. The reported screw was not returned. The returned drivers were examined with magnified photography, and mild wear was noted on the flat faces and edges of the drive tips on both drivers. Functional testing was conducted by inserting and removing both returned drivers with multiple suitable, known-functional screws with 1.5mm hex features found in the engineering lab. This was compared against insertion/removal using multiple known-functional ht-0915 drivers from the lab for comparison in ease of use. No difficulty or heightened resistance was experienced when testing the returned drivers as compared against the known-functional counterparts. Ease of use on insertion and removal from screws was comparable, with no notable difficulties encountered. It is notable that both returned drivers were at revisions which were produced with the "stick fit" driver retaining feature (a .5-degree angulation/ramp on the hex driver intended to allow the hex to better retain screws when inserted). In some cases, this feature may lead to perceived differences in removal resistance. Wear on instrumentation can occur due to long-term use and/or intensity of use. In some cases, wear on instrumentation may contribute to perceived difficulties during use. However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during the procedure, after inserting the micro acutrak 2 screw, the driver tip could not be removed. The surgeon tried to pull out the driver tip from the screw, but the entire screw came out. Since the screw had been shallowly implanted, the screw was reinserted. There were no adverse consequences to the patient. Two (2) driver tips were returned. It is unclear which of the two driver tips was used. The reported screw was not returned. This report is related to report numbers 3025141-2022-00284 and 3025141-2022-00286 for the other devices involved in this event.